Event description:
The husband of a home peritoneal dialysis patient reported that the patient was overfilled during her ccpd treatment. She felt very uncomfortable and was short of breath when she woke up. She drained manually and was able to drain 2,800 ml. Her last fill was 1,000 ml. There was no serious injury.